Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be failed batteries. To correct the condition, the batteries were replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have the main batteries replaced. This condition had the potential to interrupt delivery. It is unknown when or where this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.